Event description:
It was reported that during the use with a polyflux 14l, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the three provided photos shows the product during treatment. Photo one shows the product label. Photo two shows the product with the product barcode and photo three shows the header area with a water drop on position above the dialysate connection; however, the cause for the leakage is not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.